Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 was confirmed, and the root cause was determined to be due to the supply bag fell and disconnected. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted (B)(4) regarding assistance with a system error 2240 alarm during dwell 2 on the homechoice machine(hc). The home patient stated that a bag fell off and disconnected. The technical service representative(tsr) assisted the home patient(hp) to cycle power twice to clear the alarms. The tsr advised the hp to start over with new supplies or finish manually. The hp stated they will finish manually. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated incident. The hp also stated he did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported